Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history review was conducted for lot number 9298527 no abnormal found on in-process inspection, fg inspection and machine troubleshooting records. According to product instructions for use, before usage customer should ensure the prn adapter and end cap was screwed on the connector to avoid leakage. Checked 2pcs retained samples to do leakage test and prn test, both met the requirement. H3 other text : see h.10.

Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc leaked. The following information was provided by the initial reporter: acute laryngitis was admitted to the hospital at 16:27 on october 20. The children were given intravenous indwelling needle puncture. The heparin cap oozing during the infusion process was replaced immediately and the infusion was continued. (B)(6) 2020 received the update from the sales representative, the description of the incident is updated as follows: the sample of the complaint was destroyed on the spot by the customer, and no sample picture was left. The sales rep went to the hospital to communicate with the customer to understand the situation. The customer said that it was suspected to be caused by a gap in the heparin cap screw joint. Because there is no sample and no picture, it is impossible to confirm the specific situation. Explain to the customer and inform them of any suspected product quality problems, please keep the product or high-definition pictures, and the customer accepts.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc leaked. The following information was provided by the initial reporter: acute laryngitis was admitted to the hospital at 16:27 on (B)(6) 2020. The children were given intravenous indwelling needle puncture. The heparin cap oozing during the infusion process was replaced immediately and the infusion was continued. 2020-12-30 received the update from the sales representative, the description of the incident is updated as follows: the sample of the complaint was destroyed on the spot by the customer, and no sample picture was left. The sales rep went to the hospital to communicate with the customer to understand the situation. The customer said that it was suspected to be caused by a gap in the heparin cap screw joint. Because there is no sample and no picture, it is impossible to confirm the specific situation. Explain to the customer and inform them of any suspected product quality problems, please keep the product or high-definition pictures, and the customer accepts.